Event description:
Patient reported experiencing elevated blood glucose (300 - 496 mg/dl), for the past 24 hours. They indicated that they attempted to self-treat by delivering a 9u bolus; however, 20 minutes later, their blood glucose had increased. Patient stated that, although they were able to successfully prime through the infusion set tubing, when they programmed a 5u disconnected bolus, no insulin was observed dripping from the end of the tubing. No error messages were generated by the device. Additionally, patient indicated that there were no apparent leaks in the system. Patient stated that they intended to switch to insulin injections, to treat high blood glucose.